Manufacturer narrative:
The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification, mild tortuosity, and 90% stenosis in the proximal right coronary artery. A 4.0 x 12 mm nc traveler balloon dilatation catheter (bdc) was prepped outside the anatomy without any issues and was attempted to perform dilatation; however, resistance was met with the anatomy during advancement and the balloon ruptured during first inflation at 14 atmospheres. The bdc was removed without any resistance. The device was replaced with a non abbott bdc and a non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.